Manufacturer narrative:
Initial reporter name and address: (B)(6). Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligature procedure performed on (B)(6)2023. During the procedure, two elastic ligature kits were used, because when trying to use the first one, the bands did not deploy off of the ligator. The procedure was completed with the second speedband superview super 7. There were no patient complications reported as a result of this event.